Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise oversensing was observed on the right ventricular lead. Patient is pacemaker dependent and was stable. Programming change was discussed. Patient will be brought into the clinic for programming changes.